Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during the distal radius fracture surgery, the locking screw mentioned above went through the most distal hole at the radial side of the plate mentioned above, when the surgeon inserted it using a guiding block and a torque limiting driver by a fixed angle method after drilling and measurement. While inserting he felt no resistance and heard no click. Surgeon removed the screw from the plate. This is 2 of 2 reports for this event.

Manufacturer narrative:
The investigation of the received screw has shown that the locking thread of the screw is badly damaged. Therefore the relevant dimensions can not be verified anymore. It's clearly visible to the anodization layer is completely worn way at the damage. This is a clear indication that the screw was damaged post-manufacturing during use. Without the involved plate we are not able to determine the cause of this occurrence.

Manufacturer narrative:
The device history record was reviewed with no complaint related anomalies noted.

Manufacturer narrative:
Device used for treatment. The device was received and the investigation could not be completed; no conclusion could be drawn, as product is entering the complaint system.